Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (tes non-functional) was confirmed. As received, the belt failed the ECG electrode fall-off test and the cable connecting the distribution node to the rear therapy electrode was pulled out of strain relief. The cause of the non-functional electrodes is a broken solder joint at the rear pulse wires connection inside the distribution node (dn). The cause of the test failure is the broken solder connection. The root cause of the broken solder connection at the pulse wires was physical abuse. No adverse event resulted from the broken solder connection at the rear pulses wires.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the therapy electrodes (tes) were non-functional